Event description:
It was reported that the single temperature sensing foley catheter which showed inaccurate temperature recording 106.0. The packaging had long been discarded. Then customer had information that other foleys were noted to be inaccurate. Customer determined the process to real-time check the foleys that have questionable readings in the unit. Total count was 4. Customer had several temp sources to compare to; rectal and oral to compare to. Most of our patients require >1 temp source prior to treatment. Ref (B)(4); lot ngkv0247" per customer: " I am not able to verify the foley in real-time. I have a test fixture that produces a set temperature value that can be connected to the ge temperature module to verify the module is accurate."

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. Initial reporter name: (B)(6). Initial reporter zip code (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the single temperature sensing foley catheter which showed inaccurate temperature recording 106.0. The packaging had long been discarded. Then customer had information that other foleys were noted to be inaccurate. Customer determined the process to real-time check the foleys that have questionable readings in the unit. Total count was 4. Customer had several temp sources to compare to; rectal and oral to compare to. Most of our patients require >1 temp source prior to treatment. Ref a119216m; lot ngkv0247" per customer: " I am not able to verify the foley in real-time. I have a test fixture that produces a set temperature value that can be connected to the ge temperature module to verify the module is accurate."